Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had button error alarm due to corroded keypad traces. Unit had cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube window, and missing end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. She received a low battery alert in less than one week. Customer's blood glucose level was 368 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.